Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the electrodes. The patient had a nickel allergy. There was no alleged device malfunction contributing to the irritation. There is no indication that the patient was hospitalized because of the skin irritation; however, while the patient was at the hospital, the nurse applied a cream to the irritation. Follow up indicated that the patient has an open wound. The patient reported that she has scarring from a burn when she was younger and it's not uncommon for the area to become irritated if a bra/garment rubs against it. The patient reported using antibiotic cream on the affected area and confirmed the irritation is healing.